Event description:
It is reported that a customer found moisture inside their insulin pump. The customer has a blood glucose level was 180 mg/dl at the time of the call. The customer states that there is fluid/moisture in the device. The customer mentioned that his screen on his pump is black. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. A replacement pump was shipped to the customer. The customer sent the product back for analysis. No further information was provided.

Manufacturer narrative:
The insulin pump received with blank display due to moisture damage on electronic assembly. The insulin pump was unable to verify black screen/gray screen due to blank display. The insulin pump had a cracked case at display window corners.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.